Event description:
Narrative: (B)(4) 2010: a technologist from the user facility reported: they were a new user of the protoco2l insufflation system and were concerned that the pressure relief valve for the unit might not be opening when the unit detected 50 mmhg of pressure for greater than 5 seconds. They would like to have the unit tested. On 02-sep-2010: the reporting technologist spoke with a bracco sales representative and reported. In 2010, most likely in (B)(6), a female pt underwent a CT virtual colonography procedure, using a co2 insufflation pump. The indication for the procedure was not reported. During the procedure that pt experienced abdominal pain. The reporter was not certain but was concerned that the pressure might have exceeded 50 mmhg for more that 5 seconds without the pressure relief valve in the protoco2l insufflation system opening. The pt recovered from the abdominal pain the same day. The reporter stated no written report describing the event was generated at the facility and it was not possible to determine the specific date of the colonoscopy for the pt's hospital identification number. On 15-sep-2010 the bracco account representative to the facility additionally reported the administration set used for administering the carbon dioxide (co2) was a proctoco2l vc administration set (bracco catalogue 6470). Worldwide case ID: (B)(4).

Manufacturer narrative:
(B)(4) 2010: a bracco field engineer conducted a preliminary eval of the protoco2l insufflation system and found that at 67 mmhg, the unit would release the pressure after four seconds and once at 77 mmhg that the pressure relief valve did not open. The unit was forwarded to bracco's group quality for devices for investigation. On 21-sep-2010, bracco's investigation became available. The investigation results appear below customer complaint (B)(4) - item # 6400, serial # (B)(4) was received on 8/31/2010 by quality assurance from csss (B)(6). It was reported "the safety valve would not release pressure over 70 mmhg pressure verification was done 3 times at 67 mmhg and would release the pressure after 4 seconds. But it happened once at 77 mmhg that the pressure relief valve never opened". Additional follow up info indicated that the pt experienced abdominal pain, and the unit displayed pressure greater than 50 mmhg for more than 5 seconds. The details of the report in the paragraph above were not provided by the customer facility, but instead by the bracco applications representative based on his preliminary assessment of the unit. Sept. 21; update: the following additional details for clarification were provided by (B)(4) drug safety: the account was concerned (but not certain) the pressure may have exceeded 50 mmhg for more than 5 seconds, and therefore, wanted their unit tested. The bracco applications specialist did a preliminary assessment of the unit and stated that "after applying pressure (at 77 mmhg) to the inflated bag no air was coming out of the spring valve". Qc performed functional testing on the returned unit with the support of the device unit's technical engineer. In addition to the standard qc tests: the following testing was performed: an enema bag was attached to the system and subjected to a pressure of 50 mmhg. After 5 seconds, the electronic vent of the device opened, as intended. An audible alarm sounded and the pressure display flashed until the pressure was reduced to the set pressure. This electronic relief valve operated to specification. An enema bag was attached to the system and subjected to a pressure greater than 70 mmhg. The mechanical pressure relief valve opened so that the pressure would not go above 70 mmhg, as intended. This mechanical relief valve operated to specification. The unit was found to operate properly, within the allowable specification requirements. The (B)(4) technical engineer will be contacting the bracco applications rep., to discuss details on how testing was conducted to produce the results indicated within the details of this report. The certificate of compliance from the supplier certifies that the unit was manufactured in accordance to gmp's and iso requirements. Notes: date of manufacture (serial# (B)(4)) - 2009-03. Out of warranty-no repair required. Corrective and preventative action is not applicable. The complaint was not verified and the root cause for the reported problem is inconclusive. The unit was found to operate properly within specification requirements. On sept. 21; update: if any action is deemed necessary upon completion of additional testing by the supplier, this will be documented via an additional addendum. Additional comments: further follow up with the bracco applications representative is required before sending the unit back to the customer. Sept. 21; update: a decision was made by (B)(4) quality to send the unit back to the supplier for additional eval of the unit and verification of test results. A return merchandise authorization (RMA) # was requested on 9/20/2010. (B)(4) report shall outline any necessary repair costs for service activity. Date of investigation completion: 9/16/2010, addendum issued 9/21/2010. Additional info is required. On 21-oct-2010, bracco's supplier of the unit provided the following report, which changed the bracco's assessment of the report from non-reportable to reportable. "The customer's complaint of the mechanical prv not releasing pressure over 70 mmhg was verified. The unit was tested at various pressure settings up to 77 mmhg and the prv on the manifold did not relieve the overpressure." On 21-oct-2010, bracco completed a review of complaint history pertaining to the protocol insufflator device (item # 6400) for the last 3 years. No similar complaints associated with a failed pressure relief valve was identified; therefore, it was concluded that this was an isolated occurrence. On 21-oct-2010, an update was added to the bracco's complaint investigation. The applier was to replace the prv (pressure relief valve)" and recalibrate unit. Corrective action still remained "not applicable". No action other than general service activity was warranted. Complaints of this nature were to continue to be monitored by group quality. The report is medically closed. Company comments: initial in-house testing showed that the returned device was performing within product specifications. However, subsequent supplier testing indicated that the returned device was not consistently performing within the product specifications. As a result, bracco changed the assessment of the report from unreportable to reportable. It was considered that the failure of the valve to relief as specified could lead to excessive air pressure within the colon and possible subsequent intravasion of co2, potentially resulting in embolization.